Event description:
It was reported that the patient was experiencing diaphragmatic stimulation. Different left ventricular (lv) lead pacing vectors were tried, but the current vector was the best. The patient was a participant in the (B)(6) clinical study. Lead use continued and no further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076-45 lead implant date: 2001 (B)(6). (B)(4).